Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity. The pump contained an unknown brand of baclofen with a concentration of 2000 mcg/ml (old concentration was 500 mcg/ml) at a dose of 715 mcg/day (old dose was 400 mcg/day). It was reported the patient was having issues with the health care provider¿s (hcp) office, the home infusion service, coordinating refill appointments and magnetic resonance imaging (MRI) appointments, and them being on time. The patient requested hcp locator listings. The patient stated their managing hcp was great, but the office had been bought out a few times and now they were having the home infusion company helping with refills. The patient stated the pump was located in his back, and the physical location hurt the patient and impacted his sleep pattern. The patient stated he had lost 40 pounds since he got the implant which also was a factor in the pump location. The patient stated the pump had worked and had to weigh his problems with pain vs spasm. The patient was getting no sleep which was causing everything else to get worse, and the patient was trying to keep up with the changes in the pump, and it was a cascading problem. The patient stated he was physically up 22 times an hour. The patient had issues with writing things in (B)(6) 2017 since the pump was turned up. The patient stated he had two issues that occurred after the pump implant and had his pump adjusted because of it. The hcp was trying to dial it in because things were changing with the patient, and they weren¿t sure what was changing and was the reason for the mris. The patient stated he twisted himself all up into pieces and broke things from the muscle spasms and was on medication that had a side effect of muscle spasms. The patient stated he had a problem with his left foot, and when he went to straighten it out, it caused an issue. The patient requested change in pump, but felt it was higher than the patient could tolerate. The patient then titrated down and then discontinued the injected medication (not the pump medication) while increasing the pump medication. The patient stated the mris had occurred because of the patient¿s responses with the two issues and changed in medications. The patient stated he was torn up from the injectable medication that wasn¿t the pump medication and was ill from it. The baclofen was different than he thought and missed the first MRI orders because the patient was sick, blurry eyed, nauseated, and didn¿t remember a 2 week period. The patient had an upcoming order for an MRI, but hadn¿t been able to schedule the MRI because of issues with coordinating with the infusion service that refills his pump. The patient stated he had seen the nurse three times and had had issues with the flow rate increases and changes in boluses. When the patient had been very specific and didn¿t want his boluses upped, the patient didn¿t want his pump upped. The patient¿s 10% change was different than their 10% change. In 2016 sometime between (B)(6), the patient stated the hcp changed to a higher concentration to try and get it to a therapeutic dosing and were trying to bring it up where the patient was doing okay and were still trying to adjust.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.